Event description:
Event description guidant received information that this implantable transvenous coronary sinus lead was explanted after one day due to lead migration, failure to capture and possible insulation damage. A competitive coronary sinus lead was subsequently implanted. The lead was returned to guidant for analysis.